Event description:
While drawing up (2) different solutions, the solutions, as passing thru 18g 1 1/2 needle turned brilliant blue. The only commonality to the process was the same lot numbers to the needles.